Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they alleging insulin pump was under delivering. The customer¿s blood glucose level was 376 mg/dl at the time of incident. Customer experienced high blood glucose and it was treated with correction bolus. Customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.